Event description:
It was reported that the patient presented in clinic for routine follow up. Loss of capture even at high thresholds with loss of sensing was noted on the right ventricular lead. A chest x-ray was performed and it was noted that the right ventricular lead was dislodged. The right ventricular lead was explanted and replaced. During the replacement of right ventricular lead inadequate capture was noted on the left ventricular lead. The left ventricular lead was also explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead measuring 64.8 cm was returned for analysis in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.